Manufacturer narrative:
Date sent to the FDA: 10/21/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that he observed redness and irritation along the suture line at an unspecified time following a breast reduction procedure. The surgical procedure and event reportedly occurred in 2008. No further information is available.